Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip devices referenced are being filed under separate medwatch reports.

Event description:
This is filed to report the single leaflet device attachment/slda (80417u179). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and functional tricuspid regurgitation (tr) with a grade of 4. The first xtr clip delivery system (cds 80417u182) was advanced to the mitral valve. One clip was implanted on the mitral valve, reducing the mr to <1. Next, the tricuspid valve was treated. One mitraclip xtr clip was implanted on the anterior-septal leaflets, reducing the tr to 2. A second mitraclip xtr clip (80417u179) was implanted on the posterior-septal leaflets, reducing the tr to 1. Both valves were assessed and it was observed that the xtr clip implanted on the mitral valve changed position. The clip was still attached to both leaflets; however, the tip of the clip was not pointing to the apex anymore and the mr went up to 2. The decision was made to treat the residual jet. The mitraclip ntr (80207u275) was advanced to the mitral valve. Grasping the posterior leaflet was difficult; therefore, the clip was positioned and deployed close to the first implanted clip and the mr was reduced to <1. After the procedure it was observed that the second implanted ntr clip on the mitral valve was still attached to both leaflets, but was rocking slightly and the mr increased to 1-2. Additionally, the xtr clip that was implanted on the tricuspid valve had detached from the posterior leaflet and remained attached to the septal leaflet (slda). The tr increased to 2. No further treatment was performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to patient morphology/pathology (tissue of the valve leaflets). The instructions for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The device was used for a tricuspid valve procedure and is considered off-label use of the device. The off-label use however did not likely influence the reported event of slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.